Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing with pacing inhibition. There was no asystole as a result of the pacing inhibition. High out of range pacing impedance measurements were also noted. Another ra lead was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the outer coil was fractured 315 millimeters (mm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported oversensing and high impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing with pacing inhibition. There was no asystole as a result of the pacing inhibition. High out of range pacing impedance measurements were also noted. Another ra lead was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.